Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue with the endoscope controller (ec). The fse replaced the ec to resolve the reported problem. The fse also tested the endoscope that caused more than eight errors previously and confirmed that the new ec had no issues detecting it. The system was tested and verified as ready for use. Isi has received the ec involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they could not get an endoscope to be detected by the system. Prior to contacting the tse, the customer was using their 2nd endoscope after power cycling the system. The tse reviewed the logs and found multiple 48221 errors for endoscopes. The tse had the customer clean the second endoscope with alcohol, try a third endoscope, and hard power cycle the vision side cart (vsc), but the issue was not resolved. The tse had the customer inspect the endoscope controller (ec) connector and it did not appear to be damaged. The customer called back and reported that they were able to resolve the issue with the 3rd endoscope. The procedure was converted to laparoscopic surgery and back to robotic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) has been returned and evaluated by the failure analysis team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue. This unit was installed into the test system with video test running, 10 power cycles and sat idle for 1 hour. System came up with no errors and both eyes had good video with no issue. The ec was working normal. The dual camera interface board (dcib) will be replaced as a preventative maintenance. Light engine was replaced due to sensor check was over >5%.